Manufacturer narrative:
Correction to the initial MDR in field.

Event description:
A report was received that the patient had pain at the pocket site. It was noted that during the explant procedure the physician realized that there was an infection at the ipg site and it was diagnose with staphylococcus aureus infection. Antibiotics were prescribed. The physician did not suspect that the infection was device related. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the pocket site. It was noted that during the explant procedure the physician realized that there was an infection at the ipg site and it was diagnosed with (B)(6). Antibiotics were prescribed. The physician did not suspect that the infection was device related. The patient underwent an explant procedure.